Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer checked the instrument but no problem could be observed. Based on the provided information, a general reagent issue and hardware issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 602 module. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial ft3 result was 6.0 pg/ml. The patient's repeat ft3 results were 2.7 pg/ml and 2.6 pg/ml. The ft3 reagent lot number was 547180 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation is ongoing.